Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit's noise occurs in direct ECG signal.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Despite gfes (good faith efforts), no reply has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.